Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnosis procedure was performed when the issue happened, and the procedure was completed after restarting the system. A philips remote service engineer connected with the customer and found geometry movements were unavailable. After reviewing the log, the hospital's heavy network traffic was found to cause the firewall to restart due to overload. On onsite visit fse tested the system by unplugging the network cable, temporarily resolving the issue. To resolve the issue, fse replaced the longitudinal potentiometer on the rails, geo box, router kit and replaced the firewall and return the part for further analysis but no failure found. After repairs were completed, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, it has been identified that the procedure is completed by restarting the system. If a loss of the rotational stand or c-arc movement occurs during a procedure, a warm restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the loss of rotational movement issue may resolve, allowing for continuation and completion of the procedure. Therefore, if the loss of motorized rotational or angulation movement is restored with one warm or cold restart and the procedure is completed, it is unlikely that the loss of movement would result in a death or serious injury and the issue is actual cause for customer site electrical, that impact the procedure also. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.